Manufacturer narrative:
(B)(4). Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information requested and received: what is the current patient status? Alive and discharged. What was the reason for the procedure change? (Note: I believe I told them that this started as a robotic case, and developed into an open or vats case. If this was not the situation, please let me know). This was an open case, a pneumonectomy. We took the upper lobe, middle lobe and lower lobe veins individually with the white load stapler. The patient blew out his staple line on the middle lobe in the recovery room. We administered CPR and rushed him back to the or where I was able to stop the bleeding and suture the middle lobe vein closed. Can it be confirmed that the entire width of compressed vessel was proximal to cut line and there was no extraneous tissue within jaws distal to cut line? Yes. The staples sealed the vein until the patient coughed and then the staple line blew open. What was the approximate compressed width of vessel? It was a normal vein, cleared off all surrounding tissues. Were any issues noted with device intraoperatively? No. Were any staple formation issues noted? Unknown.

Event description:
It was reported that during a robotic pneumonectomy which turned into a laparoscopic video assisted thoracic surgery. The surgeon took out the patient¿s lung and fired the device on multiple vessels with no issues noted. During post-operative recovery the patient coughed and immediately started to decline with regards to blood pressure. The patient coded. Patient was rushed back to the operating room and emergency surgery was performed on the patient. The surgeon discovered that one of the staples lines across a vein had completely blown out. The staple line was over sewed to address the issue. It is unknown if a transfusion was required. "To the surgeon it appeared that there were no staples present and that the staples unfolded". The vessels did not look jagged or torn, it looked like a clean cut.